Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the lead had pulled back from the acceptable pacing threshold spot. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.